Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (15 mg/ml at 0.098 mg/day) and clonidine (100 mcg/ml at 0.65 mcg/day) via an implantable infusion pump. It was reported that the patient had magnetic resonance imaging (MRI) and the logs showed that the pump went into to safe mode on (B)(6) 2019 with a critical alarm; it defaulted the pump to minimum rate. No symptoms were reported. It was noted that all other event logs were normal. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the safe state was unknown. It was reported that no actions had been taken to resolve the issue and that the pump was still programmed to minimum rate until an appointment with the healthcare provider (hcp) could be scheduled. No further complications have been reported as a result of this event.